Event description:
It was reported that the device was used during a roux-en-y gastric bypass. It was reported by the rep that both staplers jammed as the surgeon was using them to close the skin. He used another prr35 to complete the case. There was no consequence to the pt.